Manufacturer narrative:
The device evaluation was completed on 30-sep-2021. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. The hemostatic valve of the vizigo sheath was not sealed. There was a bleed back from the valve when the sheath was inserted into the patient. The sheath was replaced, and the issue was resolved. The case continued without any further incident. No adverse patient consequences were reported. On 2-aug-2021, additional information was received and it was reported that the valve was leaking blood as well as the leaflets and the amount of blood loss equated to a handful of drops to milliliters. The hemodynamics were not compromised due to bleeding. The sheath was being used on the patient. No air entered the patient¿s body and the issue did not require percutaneous or surgical removal nor medical intervention to stop the bleeding. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside the hub of the vizigo sheath. Microscopic examination of the hemostatic valve surface showed evidence of stress marks on the outer diameter. On the other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A manufacturing record evaluation (mre) was performed for the finished device 00001647 number, and no internal action related to the complaint was found during the review. Based on the mre, the h4. Device manufacture date has been updated. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ as part of quality process all devices are manufactured, inspected, and released to approved specifications. Due the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. The hemostatic valve of the vizigo sheath was not sealed. There was a bleed back from the valve when the sheath was inserted into the patient. The sheath was replaced, and the issue was resolved. The case continued without any further incident. No adverse patient consequences were reported. On 2-aug-2021, additional information was received and it was reported that the valve was leaking blood as well as the leaflets and the amount of blood loss equated to a handful of drops to milliliters. The hemodynamics were not compromised due to bleeding. The sheath was being used on the patient. No air entered the patient¿s body and the issue did not require percutaneous or surgical removal nor medical intervention to stop the bleeding.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).